Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus and fixed prime. Customer's blood glucose was 473 mg/dl. Troubleshooting was not completed due to customer was unable to examine the cannula. The customer was advised to call back if issue persists to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.